Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while on a patient, the clinician documented the touchscreen was offset despite calibration. There were no reports of patient harm nor impact.